Event description:
This lv lead was implanted on (B)(6) 2018 and still remains implanted at this time. In an email received on (B)(6) 2018 it was noted that the lead had a micro move. The physician was dr. (B)(6) at (B)(6) in (B)(6) france. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).